Manufacturer narrative:
E1: patient city: (B)(6). Patient country: austria. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in austria. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2025. Site of insertion was left side abdomen. Detachment was from site. Infusion set was in use for less than 1 day. No further information available.